Manufacturer narrative:
(B)(4).

Event description:
The pt's mother reported that the pt "is in the hospital with uncontrolled spasms." The medication being delivered via the device system was not reported. No add'l info has been provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.